Event description:
Report 1 of 2. It was reported that while using bd vacutainer® safety-lok¿ blood collection set, two (2) staffs had a needlestick injury. The first injury occurred when the staff was trying to discard the needle into a sharp container and the second injury occurred when removing the vacutainer. In both cases, the safety feature was not activated because the staffs were not aware of the feature, so education was provided to both operators.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. Investigation summary: material #: 367298. Lot/batch#: unknown. Bd had not received samples or photos for investigation. Additionally, bd was unable to determine the specific lot number associated with this complaint for review of the device history record. Therefore, (B)(4) lots manufactured between february 2023 and february 2024 were reviewed and inspected, and no abnormalities which can lead to safety shield malfunctions were found as all samples met specifications. This complaint is unable to be confirmed for the indicated failure mode of does not retract. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.